Manufacturer narrative:
Complaint conclusion:as reported, the back-flow from the indicator on a 7f exoseal vascular closure device (vcd) did not stop, and the indicator window turned completely black. The doctor did not depress the deployment button and continued to retract it. By the time the back-flow was felt, the tip was already outside the body. The plug was not deployed, and hemostasis was achieved by manual pressure. There were no reports of patient injury. The exoseal device was used for hemostasis and retracted with a sheath prior to observing the issue. The physician has had plenty of experience using the product. Although the patient was obese, there was no calcification, and it was not a case in which the exoseal could not be performed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A brite tip catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had almost no visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged. The blood flow did not stop and then start again. The device was discarded due to infectious disease. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " bleed-back indicator bleed back issue no reduction in flow" could not be confirmed. Procedural and/or handling factors may have all contributed to the reported event. The patient¿s body habitus may also have been a factor as the safety and effectiveness of the exoseal vcd has not been established in populations with morbid obesity. The instructions for use (IFU) instruct the user to observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. According to the instructions for use (IFU) if issues with pulsatile files are observed from the bleed-back indicator, the procedure should be discontinued. Pulsatile flow is necessary for proper positioning. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. No preventative or corrective actions will be taken at this time

Event description:
As reported, the back-flow from the indicator on a 7f exoseal vascular closure device (vcd) did not stop, and the indicator window turned completely black. The doctor did not depress the deployment button and continued to retract it. By the time the back-flow was felt, the tip was already outside the body. The plug was not deployed, and hemostasis was achieved by manual pressure. There were no reports of patient injury. The exoseal device was used for hemostasis and retracted with a sheath prior to observing the issue. The physician has had plenty of experience using the product. Although the patient was obese, there was no calcification, and it was not a case in which the exoseal could not be performed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A brite tip catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had almost no visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged. The blood flow did not stop and then start again. The device was discarded due to infectious disease. Therefore, the device will not be returned for evaluation.